Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after transport the unspecified bd vacutainer® urine cup is leaking and sharp edge resulted in an injury. Lab worker went to dr. For screening. The following information was provided by the initial reporter: it was reported that the safety yellow sticker on the lids were taken off by the submitting lab, and mailed- leaking everywhere with just a paper label covering the hole resulting in an injury. A lab in (B)(6) has sent bd vacutainers- sharps intact, via fed ex/ups, to the lab where I work in (B)(6). There were no warnings to staff. The safety yellow sticker on the lids were taken off by the submitting lab, and mailed- leaking everywhere with just a paper label covering the hole. I got an injury. I am under doctor care screening. My exposure was minimal, but was exposure none the less. After I was injured, and while my employer took 6 hours to decide whether, or not I needed medical attention, 3 senior staff verbally confirmed, with astonishment, "they should not be using these cups," to mean these lids with sharps should have never gotten to our lab, which is a lab that does not deal with sharps in anyway. Apparently, according to co-workers, the (B)(6) lab has been sending urine samples in this manner for years.

Event description:
It was reported that after transport the unspecified bd vacutainer® urine cup is leaking and sharp edge resulted in an injury. Lab worker went to dr. For screening. The following information was provided by the initial reporter: it was reported that the safety yellow sticker on the lids were taken off by the submitting lab, and mailed- leaking everywhere with just a paper label covering the hole resulting in an injury. A lab in ohio has sent bd vacutainers- sharps intact, via fed ex/ups, to the lab where I work in pennsylvania. There were no warnings to staff. The safety yellow sticker on the lids were taken off by the submitting lab, and mailed- leaking everywhere with just a paper label covering the hole. I got an injury. I am under doctor care screening. My exposure was minimal, but was exposure none the less. After I as injured, and while my employer took 6 hours to decide whether or not I needed medical attention, 3 senior staff verbally confirmed, with astonishment, "they should not be using these cups"....to mean these lids with sharps should have never gotten to our lab, which is a lab that does not deal with sharps in anyway. Apparently, according to co-workers, the ohio lab has been sending urine samples in this manner for years.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. A device history review could not be completed as no batch number was provided. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.